Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. An event of insulation break with reference number 2017865-2012-08940 was previously reported on 9/10/2012.

Event description:
It was reported that the right ventricular lead exhibited lead noise. The patient was reported to be stable. No intervention has been performed. No further information was available.

Event description:
New information reported the lead was capped and replaced on 2/14/2019. The patient was stable post-procedure.